Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the uim (user interface module) is having issues starting up sometimes. The customer reported that the uim issues were occurring while connected to a patient and that there was no patient harm or injury.